Event description:
This patient was transferred to this facility with alcoholism and strep pneumoniae. At the time of transfer a chest tube was placed for pneumothorax. At the time of admission the patient was found to be in septic shock with ards, acute respiratory distress syndrome and severe multilobar pneumonia. The patient's liver function tests were abnormal due to the sepsis. The patient was placed on crrt, continuous renal replacement therapy. The crrt was begun according to physician order. Approximately an hour later, the patient was also undergoing placement of a chest tube, had a dual ett placed, had a portable chest xray, received a bolus of normal saline 500cc, and had a bilateral lower extremity ultrasound done. Approximately two hours later, the dialysis nurse was called to the patient's room by the ICU nurse because the machine had alarmed multiple times associated with patient fluid removal rate. Abp, arterial blood pressure, was 70/28. Blood was returned to the patient. An hour later, the gambro clinical support staff was called and a message was left. Approximatley 25 minutes later, the call was returned by gambro. Per ICU nurse the alarm had gone off 4 times in 4 minutes. The gambro advisor explained that when the alarm is overridden multiple times without correction, the machine will, in its current setting, pull fluid from the path of least resistance, which in this case was the patient. 1000cc of fluid was removed from the patient in 30 minutes. The patient received 1 unit packed red blood cells. The patient coded and died 13 minutes later.